Event description:
Bayer case number: (B)(4). Fatigue [fatigue], migraines [migraine], muscle pain [muscle pain], hip pain [pain in hip], swollen eyelid [swollen eyelid], excessive tremors [tremor], mood swings [mood swings]. The long walks that do me good are no longer possible [difficulty in walking], morale at rock bottom [low mood], this device has a direct impact on my life and my balance [balance disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (b)(8) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), migraine ("migraines"), myalgia ("muscle pain"), arthralgia ("hip pain"), swelling of eyelid ("swollen eyelid"), tremor ("excessive tremors"), mood swings ("mood swings"), gait disturbance ("the long walks that do me good are no longer possible"), depressed mood ("morale at rock bottom") and balance disorder ("this device has a direct impact on my life and my balance"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, migraine, myalgia, arthralgia, swelling of eyelid, tremor, mood swings, gait disturbance, depressed mood or balance disorder. The reporter commented: patient¿s current status: living in slow motion! The long walks that do me good are no longer possible! I feel obliged to put my professional life on hold in view of the removal of the device, which is major gynecological surgery. Morale at rock bottom! Difficulty applying make-up (self-confidence) due to tremors and swollen eyelids. This device has a direct impact on my life and my balance. This device deteriorates over time and we women directly suffer the consequences on our health. Fear of undergoing major removal surgery period of occurrence: 2022. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) fatigue [fatigue] migraines [migraine] muscle pain [muscle pain] hip pain [pain in hip] swollen eyelid [swollen eyelid] excessive tremors [tremor] mood swings [mood swings] the long walks that do me good are no longer possible [difficulty in walking] morale at rock bottom [low mood] this device has a direct impact on my life and my balance [balance disorder] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-sep-2024. The most recent information was received on 13-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), migraine ("migraines"), myalgia ("muscle pain"), arthralgia ("hip pain"), swelling of eyelid ("swollen eyelid"), tremor ("excessive tremors"), mood swings ("mood swings"), gait disturbance ("the long walks that do me good are no longer possible"), depressed mood ("morale at rock bottom") and balance disorder ("this device has a direct impact on my life and my balance"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, migraine, myalgia, arthralgia, swelling of eyelid, tremor, mood swings, gait disturbance, depressed mood or balance disorder. The reporter commented: patient¿s current status: living in slow motion! The long walks that do me good are no longer possible! I feel obliged to put my professional life on hold in view of the removal of the device, which is major gynecological surgery. Morale at rock bottom! Difficulty applying make-up (self-confidence) due to tremors and swollen eyelids. This device has a direct impact on my life and my balance this device deteriorates over time and we women directly suffer the consequences on our health. Fear of undergoing major removal surgery period of occurrence: 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.